Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected shutdown issue was verified. Based on the analysis, the alleged fill estimate issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was incorrect. Additionally, it was reported that the pump shut off unexpectedly. The customer continued to use the pump for insulin therapy. There was no adverse effect to the customer's blood glucose level.